Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the luer of a one-link non-dehp standard bore catheter extension set separated from the tubing. This was identified during priming with normal saline. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation inside a biohazard bag between yellow pads. A visual inspection observed the assembly between the power injectable tubing and two piece luer lock assembly was separated and drops of solution were visible in the fluid path. The power injectable tubing showed a void of solvent; it was not applied uniformly in the tubing. Dimensional testing was performed on the tubing and luer lock; the components measured within specification. The reported condition was verified. The cause of the condition was related to the assembly during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.